Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was the needle piece retrieved during the same procedure? If yes, what efforts were made to retrieve it? * were there any patient consequences? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an exploration and repair of nerves, blood vessels, and tendons in the open injury of the right thigh, vascular anastomosis, and intramuscular suture procedure on (B)(6) 2025 and suture was used. During the procedure, the patient was admitted to the hospital for surgery due to a sharp object stabbing the thigh and causing trauma. During the surgery, the muscle was sutured with suture. However, halfway through the suture, the needle suddenly broke from the back one-third of the needle tail. The doctor on stage urgently handled the situation and removed the broken needle from the body. After examination, the broken needle was found to be intact and there was no residue in the body. The suture was then removed from the body and another suture was used for the patient. No adverse patient consequences were reported. Additional information was requested.